Manufacturer narrative:
One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
It was noted during an afl procedure that the valve leaked. It was reported that after the flutter ablation was completed, and while preparing to go transseptal, the agilis 13f was leaking at the valve. The small leak persisted throughout the rest of the case. Air was also noted as the 20ml syringe was pulled back. The procedure was successfully completed with no patient consequences.